Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board will be replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor. The device was not in patient use when the reported event occurred.